Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and batch history, labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a missing packaging sheath on an infusion set was inconclusive due to the sample condition. The products returned for evaluation were two 20g x 1¿ miniloc safety infusion sets and their opened packaging. The samples were free of residual material, contained the end caps on the luer adaptors, and the infusion set tubing clamped. The first sample analyzed was received with the packaging sheath over the needle and without the safety mechanism activated. The second sample was received without the packaging sheath over the needle. The safety mechanism had been engaged over the needle on this sample. Although the packaging sheath was not on the needle, it could not be confirmed when this occurred. Possible causes could include the sheath not being inserted onto the needle during manufacturing, the packaging sheath dislodging in the packaging, or the sheath falling off prior to use. Because the packaging had been opened, it could not be confirmed whether the needle sheath had been included in the package or not. A lot history review (lhr) of asdrs0064 showed no other similar product complaint(s) from this lot number.

Event description:
Customer reports that protective cover is missing. On (B)(6) 2021- the protective cover was missing from the needle itself.